Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - the patient's right-side lead, was not explanted in (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-01400. Additional information was received stating surgical intervention took place where the lead, cap, and extension was explanted and replaced to address the issue. All impedances are now working fine for both sides.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 96727; common device name: dbs lead, model: 6145, UDI: n/a, serial: n/a, batch: 175583.

Event description:
It was reported that the patient was experiencing a high impedance issue on a lead. Reprogramming was attempted but the issue persisted. Surgical intervention took place on (B)(6) 2022, where a lead was explanted and replaced to address the issue. The system is working well for the patient. Investigation was unable to determine which of the leads attributed to the event.